Event description:
It was reported that this pacemaker was explanted due to an advisory. A new device was implanted. This device is not expected to be returned since it was retained by the hospital. No additional adverse patient effects were reported.